Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the first band could not be deployed normally as when they tried to deploy it, the fourth band deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during an endoscopic variceal ligation (evl) procedure performed on may 5, 2022. During the procedure, the first band could not be deployed normally as when they tried to deploy it, the fourth band deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands premature deployment. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head had seven bands attached, some of them were overlapped. The trip wire was not secured. The trip wire was also cut, which is not considered a device problem. The device was observed under magnification, and the ligator head teeth were damaged. The cut on the trip wire had evidence that a mechanical tool was used to perform the cut. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt with each 180 degree rotation. No other problems with the device were noted. The reported event of bands prematurely deployed was confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged and the fourth band on the ligator head was overlapped, this suggests a premature deployment, consequently, leading to inability of the device to deploy the bands. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire slipping through the handle assembly and contribute to an inaccurate/premature deployment of the bands. Additionally, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.